Event description:
It was reported that the programmer recently returned to the district did not work. Follow-up determined that it would not complete the boot-up process, that it booted to a blank screen. The programmer was returned to service again. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer "did not work" or that it would not complete the boot-up process. An out-of-specification right antenna was replaced as was a damaged printer drawer. The programmer passed final functional and system tests, no other anomalies were found. Concomitant products: product ID 2067l radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l, radio frequency programmer head; product ID 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer recently returned to the district did not work. Follow-up determined that it would not complete the boot-up process, that it booted to a blank screen. The programmer was returned to service again. It was indicated thatthere was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.